Event description:
Rptr has spinal fusion using pedicle screws, since surgery she is having constant pain in back, and legs, bladder control and sex problems, infection of backs, numbness in legs and feet, and no energy. She takes hydrocodone and chlorzoxazone for pain and muscle spasms.